Event description:
It was reported that after the device was prepared, loaded onto the guide wire, and advanced up to the "rhv", a piece of plastic was noted in front of the stent delivery system (sds). The device was removed and the plastic was discovered to be the tip of the sds. A second stent was used to successfully complete the procedure.